Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. After completing the cavotricuspid isthmus (cti) ablation, st segment elevation occurred at the time the team attempted to create the cti postmap. No catheters had been removed or reinserted, and the continuous flush had not been interrupted. There were no observations or imaging findings suggestive of air, and no sounds indicating air intake were heard. St elevation was identified while using the non-boston scientific catheter and was observed in ECG leads ii, iii, and avf. The event progressed to ventricular tachycardia (vt), which was terminated by direct current cardioversion. Coronary angiography revealed a spasm in the right coronary artery. Although 3 cc of nitroglycerin had been administered intravenously before the application, additional nitroglycerin was injected directly into the coronary artery, after which the st segment returned to normal. The procedure was performed under deep sedation, and no abnormal breathing patterns or conditions that could have caused negative intrathoracic pressure were present. The procedure was then completed. The catheter is not expected to be returned due to disposal. According to the physician, the spasm was considered to be caused by pfa.